Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was repositioned. The lens was later removed and replaced for a longer length lens and the problem was resolved. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Manufacture narrative: ssecondary surgical intervention to rotated, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)